Event description:
It was reported that the product displayed an e-4 error message.

Manufacturer narrative:
The product was returned for investigation. The reported failure of an e-4 error could not be confirmed. The product was subjected to shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. The lightcable/jaw interaction test failed due to the jaw not locking in the open position. All other tests were successful. The product was subjected to burn-in testing. No failures occurred. Measurements were taken on the lumen output and the bulb voltage. The measurement for lumen output was within specification. The measurement for bulb voltage was over the upper specification limit. A known good bulb was substituted for the bulb in the product and the bulb voltage was re-measured. The measurement was within specification. Further investigation revealed that the bulb in the product was defective.